Manufacturer narrative:
Initial reporter: pharmacist. A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Pharmacist reported left side rupture, "scanty, benign calcifications", "smooth contours, showing a low-density double contour of the left breast". The device remains implanted.